Event description:
It was reported that the zimmer electric dermatome had a depressed contact switch that was preventing the device from working. The reported event occurred at the time the device was rec'd back from repair, during testing by the biomed department and prior to the device being used. There was no report of pt or user injury associated with this event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the electric dermatome was mfg on 03/04/2011 and power supply was mfg on 09/21/1992, both of which were last repaired on 06/12/2013 for a non related issue. For the electric dermatome, investigation revealed that the switch had been broken into two pieces. This prevented the user from operating the device. The electric dermatome switch was examined and it was verified that the switch button was not press-fit to the switch casing. When the button was depressed, the force would cause the casing to detach from the button. This would likely allow the button to recess into the handpiece. Prior to repair, the device was outside calibration at zero thickness setting on the right side and the side to side calibration setting. Customer returned a power supply. The device was observed to be of the old-style and was rebuilt to current specifications. Excessive force upon the switch could have depressed the button too far into the case, allowing the case to disengage and the button to fall into the handle of the device. Improper handling by the customer most likely caused the switch to become disengaged, and the lack of calibration of the device. The device was serviced and returned to customer.